Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor session would not start. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. The reported event of a sensor session would not start is reportable based on the finding of an early sensor expiration due to potential patient misuse. No injury or medical intervention was reported.